Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the heartmate mobile power unit not turning on was confirmed via visual analysis and testing of the returned unit. The heartmate mobile power unit (serial number (B)(6)) was returned and evaluated at the service depot on (B)(6) 2023. During the evaluation, the returned unit was plugged into an ac power source and it did not power on, confirming the reported event. Further troubleshooting revealed that the issue was isolated to the power supply printed circuit board (pcb). The power supply pcb was replaced with a known working pcb and the unit was able to power on, resolving the issue. The power supply pcb was forwarded to ppe for further analysis and circuit analysis revealed that electrical resistance of the one of the integrated circuit chips (ic chips) was decreased from the damage to the component, causing increased fluctuating voltage surging through the component. The increased voltage was measured throughout each pin of the component. Voltage before the component as well as going into the component is consistent with a working pcb; however, voltage coming out of the ic was increased and fluctuating irregularly. The component could not be replaced due to the complexity of the soldering and placement of the component and no further testing was completed at this time. Provided information stated that the vad team reported they attempted troubleshooting with different outlets/power cables with no solution. Patient was on temporary hospital loaner until new mpu was delivered. The root cause of the reported event was determined to be an electrically compromised component; however, the root cause of how the component became damaged could not be determined through this analysis. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was put on a temporary hospital owned mpu until a new mpu was delivered.

Event description:
It was reported that the mobile power unit (mpu) does not turn on. Troubleshooting was performed with different outlets and power cables with no solution.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.